Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced drain complications, and was diagnosed with peritonitis. During follow up, the peritoneal dialysis nurse reported peritoneal effluent fluid cultures were collected and were positive for staphylococcus hemolyticus. The cause of the peritonitis was reported as a breach in aseptic technique, due to the patient not wearing a mask while manually draining. The patient was treated outpatient with vancomycin; however the dosage, route, frequency and duration is unknown. Reportedly the patient is recovering and continues with pd therapy without issue.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of peritonitis warranting antibiotic therapy. Causality for the event was attributed to a breach in aseptic technique, caused by the patient not wearing a mask during a manual drain. Based on the information available, there is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event(s). Additionally, there is no allegation or evidence of a malfunction or of the machine failing to perform as expected in relation to this event(s). It is known patients undergoing peritoneal dialysis are high risk for infections of the peritoneum.